Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas after announcing a breakfast for coffee with cream and changing the target range without consulting a healthcare professional or trainer, with a lowest recorded blood glucose of 58 mg/dl and approximately 40 minutes spent below range. Symptoms included hypoglycemia. Outcomes included self-management of the event without professional medical intervention. Investigation included review of user-reported history and device use patterns as part of troubleshooting and education. Investigation of this case revealed that the cause of hypoglycemia was unclear, with a contributing factor of meal announcement for minimal carbohydrate intake. It was concluded that the event was user-related with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.